Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that over the past 3 months the customer has received multiple intermittent cartridge alarms (cartridge alarm 19). The customer stated a new cartridge was able to be loaded onto the pump following the cartridge alarm. Customer reported blood glucose (bg) level was impacted by this event in the past (408 mg/dl). Correction boluses via the pump and manual injection were used to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.